Event description:
The MFR rep reported a pocket fill occurred during a pump refill procedure. The patient's pump was filled with baclofen 2000 mcg/ml. It was not known at the time of the event how much of the drug was in the pocket site. The hcp was planning to aspirate the pump to confirm the amount in the pocket and in the pump. No patient symptoms were reported. Add'l info has been requested from the hcp but was not available on the date of this report.